Event description:
It was reported that occlusion alarms occurred, and the customer went to the emergency room (ER). Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided and that the customer had ketones. Customer attempted to address the bg was addressed by correction bolus via pump. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Tandem technical support performed a system check and the pump is functioning as intended. Customer changed cartridge and infusion set to address the issue.